Event description:
It was reported that a right ventricular leadless pacemaker (lp) had unacceptable mapping measurements during the implant procedure. There was also difficult positioning the lp. A repositioning attempt led to the lp delivery catheter unintentionally moving forward. Contrast imaging showed the system had moved to touching the his bundle area. The system was repositioned again to a different are with acceptable measurements due to the risks associated with the his bundle area. Fixation was attempted but patient started convulsing and exhibiting low blood pressure. Echocardiography showed pericardial effusion and cardiac tamponade. Pericardial drainage was performed and patient's condition stabilized. The lp was then successfully implanted, and procedure was completed with a right atrial lp also implanted.

Event description:
New information received noted patient also exhibited cardiac perforation.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.